Event description:
Boston scientific received information that noise was observed on this lead. The device was programmed to doo. The lead was explanted and is out of service. No adverse patient effects were reported.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual, and an electrical analysis. The inspection demonstrated signs of abrasion and a damaged insulation at approx. 46 cm distal to the is-1 connector pin. The insulation damage can be considered to be the root cause of the clinical observation as mentioned in the complaint description. Based on the characteristics as well as the location of the damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the tricuspid valve. Diagnostic images clarifying this assumption were not available for analysis. Further damages occurred most likely during the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.